Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. Patient information unavailable. According to the complainant, the procedure was completed without incident. However, post procedure the patient was admitted to the hospital due to "real bad cramping." The patient was discharged a few hours later with no pain or cramping.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.